Event description:
During implantation two screws broke, causing a 20 - 60 min delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.